Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that the insulin pump had scratches that made the screen hard to read. The customer's mother reported that the insulin pump was dropped. The customer's blood glucose was 430 mg/dl at the time of incident. The customer's blood glucose was 194 mg/dl at the time of call. The customer's mother stated that they corrected the high blood glucose and only went down to 370 mg/dl. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on the force sensor resistor. The insulin passed displacement, rewind, basic occlusion tests. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.